Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the device was showing high values for partial pressure of carbon dioxide (pco2). Additional blood gases were drawn to determine the pco2 values. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the blood parameter monitoring (bpm) system calibrated without issue for a cpb procedure on (B)(6) 2018. The team calibrated the bpm shut sensor with both gas a and gas b, along with placing the potassium (k+) code into the monitor. After commencing cpb, the team noticed that their pre in-vivo pco2 was reading very high. The team stored the values, and performed the in-vivo calibration with the arterial blood gas (abg) values. The team pressed the recall button, placed all the values into the re-calibration screen and pressed the soft check key to resume to the operate mode. Once resuming to the operate mode, the unit gave a sensor intensity error on the arterial pco2 value. Since they were in the middle of a procedure, the team opted to keep the unit and shunt sensor and proceed with taking intermittent blood gases to supplement the parameter information that was available. It was suggested to the perfusionist, since they do not isolate their shunt sensor from their prime, and they do carbon dioxide (co2) flush their circuit, and do not know the ph of the priming solution, that they isolate the shunt sensor and open it to the blood path after the initiation of cpb. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the monitor to perform basic functions related to startup, calibration, and in-vivo adjustments. In-vivo adjustments were used to set the partial pressure of carbon dioxide (pco2) as low as 10 millimeters of mercury (mmhg). A sample calibration was performed with acceptable results. After the calibration, additional in vivo adjustments were made with no errors or failure observed. Per the instruction for use (IFU) no accuracy is claimed prior to an in-vivo calibration. Per the manufacturer's clinical specialist, the user facility does not isolate their shunt sensor from the prime solution and are unaware of the ph of the prime solution which is contrary to the IFU. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.